Event description:
It was reported that on (B)(6) 2014, in situ measurements showed that the device, implanted in 1998, had malfunctioned. It is not yet decided if the patient will undergo re-implantation surgery due to health problems that could prevent him from having a general anesthesia.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.